Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned outside the loading device. Blood was observed on the loading device. There was no blood in or on the delivery tube. The blue slide lock was dis-engaged and the plunger was fully depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The tension spring assembly with the seal was removed from the device for inspection. The seal was observed to be cracked at the outer side of the coil. No blood was observed on the seal. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .223 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure "failure to load" and the analyzed failures "premature deployment " and "cracked seal". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm failed to load properly. Seal was caught in the delivery device while plunger was pulled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load properly. Seal was caught in the delivery device while plunger was pulled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.